Event description:
It was reported that during a paroxysmal a-fib procedure, the physician didn't experience any problem with lpvi (left pulmonary vein isolation), but when the rpvi (right pulmonary vein isolation) was ready to be conducted, a moderate reduction in blood pressure was confirmed. Pericardial effusion was observed by ultrasound. Pericardiocentesis was performed immediately and hemorrhage was stopped. Then the procedure was concluded. The 17th ablation at a roof of the lspv (left superior pulmonary vein) was started at 20w at 162 ohm. The physician stated that the point whose impedance was high might have been a cause of the effusion but a correlation between the issue and the navistar catheter was uncertain. The outcome of the adverse event was fully recovered and the prognosis to the patient was reported stable.

Manufacturer narrative:
Product was not returned to bwi for analysis. Therefore, no analysis could be conducted. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: carto 3 system u.s.: catalog #: fg540000j, serial #: (B)(4). (B)(4).